Event description:
A customer reported that the battery of a t:slim x2 pump would not charge properly which resulted in the pump shutting down. The pump began charging after being plugged into a wall adapter for at least 30 minutes, but the connection was unstable, requiring the cable to be held in place. There was no adverse impact on the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.